Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0769, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in (B)(6) 2010. Additional information received on 15-sep-2015: product technical complaint (ptc) investigation results. Consumer reported: I got essure inserted in (B)(6) 2010. The implantation procedure is nothing less than torture. I passed out during the procedure and again during hsg (hysterosalpinography) test. I was healthy before then. In the 5 years since, I developed symptoms of impending illness. I've had eczema, chest pains, fatty liver, hair loss, chronic fatigue, blurred vision, severe brain fog, inability to lose weight with healthy diet and exercise, itchy private parts, abnormal cycles, prolonged menstruation, anemia, mood swings, weight gain from birth control used to regulate cycles, excessive cramping and sharp pain near ovaries. I had a hysterectomy on (B)(6) 2015 to remove essure. I suffered a severe allergic reaction at the incision sites. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced prolonged menstruation. She was submitted to a hysterectomy to remove the device. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, consumer reported prolonged and abnormal menstrual cycles with anemia during essure therapy. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
(B)(4).